Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. There was no data found in pump history past (B)(6) 2019. Tandem technical support reviewed uploaded pump logs and verified that data beyond (B)(6) 2019 had been recorded and uploaded, however, the customer maintained that no events were stored in pump history beyond (B)(6) 2019. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.